Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG fault 3" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's analog board was and the reported malfunction was not replicated or confirmed. The analog board was put through testing without duplicating the malfunction. A replacement analog board was sent to the customer. Analysis of reports of this type has not identified an increase in trend.